Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. When interrogated the device had no record of arrythmias at the time of the reported symptoms.